Event description:
The facility reported a colleague infusion pump with duplicated messages on the main display. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with duplicated messages on the main display was confirmed and reproduced during product evaluation. The root cause of the this condition was assigned to a faulty main display. In order to correct this condition, the main display was replaced. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.